Event description:
It was reported that this patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to fluid loss. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Seems like a suture punctured cylinder and the device did not work. Device was sent back for testing.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that this patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to fluid loss. All components were explanted and replaced. No information about the patient outcome is available at the moment. Additional information was received. Seems like a suture punctured cylinder and the device did not work. Device was sent back for testing.